Event description:
Event description guidant received information that the healthcare practitioner reported difficulties with interrogating this patient's implantable cardioverter defibrillator (ICD).